Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl, capsular contracture (grade IV), lump nodule, seroma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl (diagnosed after explant), capsular contracture (grade IV), lump nodule, seroma, lymphadenopathy and silicone migration.

Event description:
Healthcare professional reported for right side "breast- implant associated anaplastic large cell lymphoma", "hard swollen breast", "pericapsular fluid", "capsular contracture grade IV", "capsule opened and inner lining is tan-orange with flat nodular areas", "capsular scar", "fibrous capsule with atypical cells in fibrinous debris and chronic inflammation". The device has been explanted. Biomarkers (cd30+ and alk1-) have been reported to confirm the diagnosis of bia-alcl. Treatment in the form of breast capsulectomy and device explant.